Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. Service technician was unable to verify customer reported complaints. Event trace download reveals hardware fault alarm condition. Hardware fault 21 alarm (v:4780) but was unable to reproduce during the 98hr of extended testing. Ventilator was tested with a known good ac power source, test lung and test circuits. Ventilator passed 98 hr. Of extended testing without any error or unusual alarm condition. Several patient outlet port leak test was performed after extended run; vent passed. Ventilator passed initial final test and initial alarm volume test without exception using automated test fixture which check the total functionality of the vent. Ventilator was open and inspected, no anomalies were noted. Hybrid board pn (B)(4) sn (B)(4) will be replace as a precaution to address hw fault condition and will process ventilator thru service to meet all factory specification and standard. Root cause not reproducible. This complaint will be included with on-going trending analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported that while on a patient, the revel, english service repair shows a hw fault 20 and 21 and stopped ventilating. It is also mentioned that the customer needs to shut down the unit restart to continue the ventilation. Furthermore, there was no harm reported.